Manufacturer narrative:
Product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3 093-28, lot # v396221, implanted: (B)(6) 2010, product type lead; product ID 3093-28, lot # v396221, implanted: (B)(6) 2010, product type lead; product ID 3093-28, lot # v396221, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported the implantable neurostimulator (ins) "quit working" around (B)(6) 2012. The patient lost therapeutic effect. It was stated the patient lost bladder control and was going to the bathroom more at night time. In addition, the patient could not feel stimulation. The patient did not think their ins was on, but was unable to check since their programmer was not working. It was noted the patient "never really" felt stimulation since implant, but would be able to feel stimulation if an adjustment was made. No falls or traumas were reported in relation to the event. It was further indicated that the patient had lost weight and the lead "itched." A follow up report will be sent if additional information is received.